Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements. One ventricular tachycardia (vt) episode was stored due to oversensed noise. A lead safety switch had been triggered which was reset. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this lead was later surgically abandoned and replaced. High pacing threshold measurements and loss of capture were noted at the time of explant. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) additional information was received indicating follow-up appointments were increased to monitor the system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.